Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer rec'd treatment due to severe skin irritation from the sensor. The irritation was described as burning, red, raw and bleeding. The customer tried different ways of inserting the sensor, but continued having irritation. It was stated that the customer has been taken off the sensor, and has been working with her health care professional to figure out ways to use the sensor. Nothing further was reported.